Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a surgical site infection and endocarditis were diagnosed. Clinical findings included small mobile vegetations seen on the echocardiogram, more specifically small mobile vegetations on atria, or right atrial (ra) lead. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.